Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #0002249697-2013-00997.

Manufacturer narrative:
The following other hip devices were also listed in this report: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient was revised for pain.

Event description:
It was reported that the patient was revised for pain.